Event description:
It was reported that during a photoselective vaporization of the prostate, after using 118,761 joules and 0.16 minutes of use, the fiber tip ruptured. The procedure was completed using another technique. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after, (B)(4) joules and 0.16 minutes of use. The procedure was completed using another technique. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the connector and saline flow functional tests. Upon, microscope inspection it was identified that the fiber glass tip was protruding from the metal cap, indicating a glue failure. Also, the fiber tip exhibited a distal circumferential fracture (cf). With all the information available, boston scientific concludes that the identified distal circumferential fracture, may have led to forward firing. However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Also, analysis did identify glue failure which is consistent with fiber that experienced tissue adhesion. This factor is likely to cause the glue failure, and the glass tip protruding from the metal cap. The instruction for use (IFU) states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged fiber tip break.